Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6), 2011 and subsequently expired on (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs # 1225714-2014-00475, 1225714-2014-00476, 1225714-2014-00477, 1225714-2014-00478, 2937457-2014-00269 and 2937457-2014-00270.